Manufacturer narrative:
The customer¿s report of the tubing breaking apart was not confirmed. Visual inspection and functional testing observed no obvious damages or issues. The root cause of the tubing breaking apart was not identified.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the tubing broke apart at the lowest injection site/port and at the luer connection site. There was no patient harm.